Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this endotak transvenous defibrillation lead sensing portion was removed from service. During the procedure the physician observed no sensing of the r-wave, he elected to replace the sensing portion of the lead.